Event description:
A malfunction was reported with malfunction code 9, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if the issue reoccurred, which they acknowledged and understood.